Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having unexplained high blood glucose of 504mg/dl, and his blood glucose was treated with the insulin pump. The customer experienced vomiting, thirst, and urination. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the customer to run a manual prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the customer to change the entire infusion set and reservoir. The customer called back to report that he had an urgent care visit due to ketoacidosis and high blood glucose of 530mg/dl. The high pressure test was performed and passed. No further information was provided.